Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 10/11/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that two lenses were received in two specimen cups with an unknown fluid. The lens from the "right eye" specimen container was cut in half and one half was missing. The "right eye" lens was cleaned and no further issues were identified. The lens from the "left eye" container was received cut in half. The lens was cleaned and presented with no additional issues. Conclusion: the complaint issues could not be confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Correction: section e1: upon further review surgeon's name had been updated from jon kanti to jon konti.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided, section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) were explanted from patient's both eyes in secondary surgery due to dysphotopsia. The issue was noticed during post-op after cataract surgery. This report will capture information of patient's one eye (unknown right or left eye). Another report is being submitted for patient's another eye. No other information is available.